Manufacturer narrative:
Upon further investigation it was determined that this complaint is a duplicate of an existing complaint, for which MDR 1218950-2013-06177 was submitted. Please see the corresponding reports for evaluation data.

Event description:
The customer reported the battery is damaged. There is no report of patient involvement.